Event description:
On 6/17/1997, a bard port 8f groshong venous catheter was inserted. On 8/22/97, while chemotherapy was being infused, the nurse noted slight swelling under the skin just above the port. Pt was sent for fluoroscopic visualization and fragmentation of the catheter with migration to the right atrium and ventricle was seen. The fragmented piece was removed via the right femoral vein. There were no complications from the procedure. On 8/26/97 the rest of the catheter was removed without complication.